Event description:
It was reported that the patient experienced adhesive failure on (B)(6) 2024 as the infusion set fell off after being in the lake all day causing the adhesive to come off. No further information available.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.